Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. (B)(4) d - pyxis es pas station fbcor1 getting an error object reference not set all drawer unable to open. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications in drawer 2.1 were greyed out and stated 'user does not have correct permissions. A field service engineer logged into the machine, loaded it into hta, dropped the database, repaired the app, and ran a complete data sync on the machine. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system would not allow access to any medications in drawer 2.1. There were no adverse events or injuries reported based on this incident.